Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive and required several presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 7/5/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be damaged with the keypad cover lifting and peeling below the ok button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All the keypad buttons had intermittent response when pressed and required multiple presses to evoke a response. None of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.